Event description:
During the procedure, the orbit mini complex fill coil (637mf2535/ 15556565) stretched during positioning into the target aneurysm. After the event, the same microcatheter was used with the next devices (same size orbit coil for frame, tdc coils and deltaplush was used for filling), and the procedure was successfully completed. During positioning, no additional manipulation or torque was applied while the coil was in the aneurysm, and during positioning, the coil was not left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil system and unknown microcatheter. The microcatheter was not re-shaped. Other than what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system. There was no adverse event, and the device will be returned for analysis.

Manufacturer narrative:
During the procedure, the orbit mini complex fill coil (B)(4) stretched during positioning into the target aneurysm. After the event, the same microcatheter was used with the next devices (same size orbit coil for frame, tdc coils and deltaplush was used for filling), and the procedure was successfully completed. During positioning, no additional manipulation or torque was applied while the coil was in the aneurysm, and during positioning, the coil was not left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil system and unknown microcatheter. The microcatheter was not re-shaped. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system. There was no adverse event, and the device will be returned for analysis. A non-sterile orbit mini complex fill 2.5x3.5 was received coiled inside of a plastic bag. The hypotube was inspected and a kink was found on it. The introducer was returned zipped and in good condition. The support coil and gripper were inside of the introducer, the gripper and the embolic coil are in good condition. The device was inspected under microscope; the gripper and embolic coil were confirmed to be in good condition. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was not confirmed with analysis of the returned device, since the coil was not stretched. The cause of the kink on the device could not be conclusively determined; however, with review of the analysis and device history records there is no indication of any relationship to the manufacturing process. Additionally inspections are in place to prevent this type of failure from leaving the facility. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the coil embolization procedure of the internal carotid artery aneurysm, while advancing an orbit galaxy complex xtrasoft coil ((B)(4)) in an unspecified excelsior sl10 microcatheter (stryker, type unknown), the coil unraveled in the microcatheter. According to the information provided, when the coil unraveled, it was never pulled back into the microcatheter. Therefore, the entire orbit galaxy was safely removed from the patient and the procedure was continued using an unspecified competitor's product ((B)(4)). Afterwards, the procedure was successfully completed without any further issues. No patient injury/complication was reported. It is unknown if the microcatheter was replaced or not. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. The unintended detachment was not observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The vessel was mildly tortuous but the level of calcification was unknown. The complaint product is going to be returned for evaluation. No additional information was available. A non-sterile orbit galaxy complex xtrasoft coil 2 x 2 was received coiled inside of plastic bag. The hypotube was inspected and it was found kinked. The introducer was received unzipped and it was found without damage. The support coil, gripper and embolic coil were found outside of the introducer. The support coil and gripper were fond without damage just the head piece of thee embolic coil was found attached to the gripper while the rest of the embolic coil was found stretched and broken. The gripper and the headpiece were inspected under microscope. The gripper was found without damage. The soldered section between headpiece and the coil loops was not fractured so this means that the solder had a good adhesion to the headpiece. The rest of the embolic coil was found stretched and the suture appears to be elongated before it was broke. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed with analysis of the returned device. The cause of the kinks and brake on the device and the stretched embolic coil could not be conclusively determined; however, with review of the analysis and device history records there is no indication of any relationship to the manufacturing process. Additionally inspections are in place to prevent this type of failure from leaving the facility. It is possible that aneurysm/vessel characteristics and the procedural factor of repositioning the microcatheter over the partially deployed coil, which the instructions for use cautions may lead to coil damage, may have contributed. Therefore, no corrective actions will be taken at this time.